Event description:
It was reported through the zwolle experience with left bundle branch area pacing using stylet-driven active fixation leads that a loss of capture was observed on a tendril lead. It is unknown if the patient is pacemaker dependent. Details are listed in the article titled "the zwolle experience with left bundle branch area pacing using stylet-driven active fixation leads". Patient information was not provided.

Manufacturer narrative:
D6a: the implant date is estimated between (B)(6) 2019 and (B)(6) 2021.